Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.(B)(4)

Event description:
Patient reported to have undergone left total knee arthroplasty on (B)(6), 2013. Patient alleges swelling and instability. A revision procedure is allegedly planned to remove and replace all components. There has been no reported revision procedure to date.